Event description:
A complaint report was received stating a patient's precision system was explanted due to infection from a previous implant. It was reported that the patient had a staph. Infection at the pocket site and was put on antibiotics, however, the infection was not device related.

Manufacturer narrative:
Explanted material was discarded by the medical facility.